Event description:
The balloon of the 3.00 x 13mm cypher stent was defective, this was noted during use in the patient. There was no patient injury.

Manufacturer narrative:
A report was received that a cypher sds was associated with a balloon tear. The event involved a pt of unknown age, gender and medical history. The reason for admission to hospital was unk, however, a coronary angiogram revealed a lesion in an unknown artery. No vessel or lesion characteristics were given. It is not known, if the lesion was pre-dilated but was reported to have been treated with a cypher 3.00 x 33mm stent. The report states it was noted during the procedure that, the sds balloon was "defective". There was no pt injury and the stent was not deployed. It is now known if the procedure was successfully completed with another product. Procedural medications and act values were not reported. The product was returned with its associated stent for failure analysis. Microscopic analysis revealed the distal struts and omegas of the stent were compressed. The balloon had a pinhole 0.9 centimeters proximal to the distal tip. Sem examination shows external surface abrasions that extend in a longitudinally directed path from the distal tip to the leak tear. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including balloon fatigue, prolonged and burst test results. The reported complaint was confirmed by analysis however; the exact cause for the product failure could not be determined. Due to the limited information, it is not possible to determine if there are any patient, vessel or procedural factors that may have contributed to it.